Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a review of the device manufacturing records (DHR) was performed as part of this investigation. 20 parts were manufactured per specification and all raw materials met specification. Found 1 nonconformance is associated with this lot, there is no correlation between this non-conformance and the failure mode of the complaint. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka. During the surgery, the surgeon found that the seal printed on the tibial implant was shifted to the left and the barcode was broken. No further information is available.